Event description:
Related manufacturer reference number 1627487-2019-05704. Additional information received identified that surgical intervention was undertaken wherein the left l1 lead was explanted. Therapy was restored with the other lead still implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number# 1627487-2019-05704. It was reported that the patient experienced ineffective stimulation. Lead diagnostics revealed high impedance on all lead contacts on the left l1 lead. Surgical intervention may be pending to address the issue.